Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this implantable cardioverter defibrillator and right ventricular defibrillation lead exhibited noise with oversensing which caused pacing inhibition of 7 seconds duration. A revision procedure was performed. During the procedure; visual inspection noted no damage to the device header or the lead body and all terminal pins appeared to be completely connected to the header. However, the device had been implanted sub-pectorally and was included in the subpectoral implant 2009 field advisory. The decision was made to remove and replaced the device and defibrillation lead. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device header found it to be completely intact. Visual inspection of the setscrew found no irregularities. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. A review of the stored episodes in the device confirmed that there was an episode that revealed the loss of pacing. Analysis testing has confirmed that this device performed normally throughout testing, operating as designed.